Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
Patient reported the infusion device does not work. Patient stated her blood glucose value in the past 3 weeks is too elevated. Patient reported her blood glucose value about 3 weeks ago was 340 mg/dl. Patient stated she bolused the blood glucose value remains the same. Patient reported she then began multiple injection therapy to reduce the blood glucose value. Patient stated she noticed the insulin in the cartridge compartment was crystallized. Patient reported the infusion device did not give an alarm. Patient stated she switched to the backup infusion device and her blood glucose value is better. Patient's normal blood glucose value was not provided. Patient reported that during the incident she changed the infusion set and the infusion needle but the problems persisted. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.